Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator passed away. The patient was in poor health condition at the time he received his implant and had a history of cardiac amyloidosis with sensitivity to change in blood pressure. Following the implant procedure, a couple missed beats due to loss of capture were noted on the EKG and the patient coded. CPR was administered causing the lead to dislodge. The lead was repositioned and the patient was put on a ventilator. The patient stabilized; however, never fully recovered and subsequently died approximately two weeks later after being taken off the ventilator. The field representative confirmed the issues post implant and the subsequent death were attributed to his medical conditions (issue with blood pressure, not heart rate) and not product or procedure related. The field representative was not sure if the device was explanted post-mortem. The field representative noted that prior to the patient receiving his defibrillator, an evaluation was performed in which the clinician told the family that the patient may need a defibrillator for preventative purposes in case he would develop arrhythmias. The patient was then taken for a second evaluation where another clinician did not believe he needed a defibrillator. The patient did receive the implant, however, the family had requested the defibrillation therapies be turned off until the second clincian agreed to the patient having the defibrillator. At the time of the post-operative events and subsequent death, the defibrillation therapies were not turned on.